Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tp2 total protein gen.2 on a cobas 6000 c (501) module. The sample initially resulted in a total protein value of < 0.3 g/dl. The initial value was not reported outside of the laboratory. The sample was repeated and the repeat result was a normal value. No specific value was provided for the repeat test. The total protein reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer checked valve flow rates and adjusted the gear pump. The sample probe was replaced and adjustments were checked. The customer ran controls and had no further issues with sample results. The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Quality controls were within range, showing no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.